Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was unable to turn adaptive stimulation on. The implantable neurostimulator (ins) was repositioned and the patient recovered completely and was getting therapy. No patient symptoms were reported. The indication for this patient was spinal pain.